Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that there was possibility that dust or foreign material had adhered to the electrical contacts of the video connector, or the video connector had not been securely connected to the video processor, so the subject device could not be electrically connected with the video processor properly, and consequently the reported image issue occurred. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was not duplicated. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the endoscopic image of the subject device on the monitor sometimes disappeared. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.